Event description:
Customer's son reportedly obtained results of 443 mg/dl and 199 mg/dl on the active system within 10 minutes. No action taken on device results. Requested return of suspect system and replacement was sent.